Event description:
It was reported that the spinal cord stimulation (scs) patient experienced uncomfortable stimulation, pain in lower back radiating down the leg, as well as pressure over the back and abdomen area. X-ray imaging was taken of the leads however, no anomalies were found. High impedance readings were discovered on several contacts of the lead. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced. The explanted lead will not be returned as it was not kept by the medical facility.